Event description:
While pulling a suture back out of the abdominal cavity through a trocar, the needle detached from the suture. Md and pa looked for needle without success. X-ray came to operating room. Needle was located via x-ray and removed by surgeon. FDA safety report ID # (B)(4).